Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and seizure ('seizures') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (2016 hysterectomy with bilateral -salpingooophorectomy). Essure was removed in 2016. At the time of the report, the seizure, female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown and the dyspareunia was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, pelvic pain and seizure to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received events" apareunia (inability to have sexual intercourse), seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, fatigue" were added. Outcome of events " dyspareunia" was updated as recovering. Lab data added. Reporter, patient and product information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.